Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis event (previously, the cause of the peritonitis was not reported). There was no further description of the breach in aseptic technique. Two days after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event (previously, treatment for the peritonitis event was not reported). Dianeal therapies were ongoing (previously it was not reported if dianeal therapy was ongoing). The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.